Event description:
It was reported during a gastroplasty procedure that the surgeon said he had problems with the stapler reloads (did not fire). He had to perform manual suture. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 device was rec'd in good visual condition and with no cartridge present on the device. However, 4 cartridges were rec'd inside the bag. Cartridge a was rec'd partially fired and with no damage to the spring cartridge lockout. Cartridge b was rec'd fully fired and with no damage to the spring cartridge lockout. Cartridge d was rec'd unfired and was tested for functionality with a test device and it fired and formed all the staples as intended. The device was tested for functionality with a test cartridge and it fired without any difficulties, the staple line was complete and the staples were noted to have the proper b- formed shape. In addition cartridge c was returned partially fired and was noted to have wedge band bypass, as the right side was 1/2 fired and the left side was 1/3 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and no damage was found. No functionaltest was performed. H10. Additional manufacture narrative: cartridge a d4: batch# c5dpot. Cartridge b d4: batch# a5ca5j. Cartridge d d4: batch# p54c4h. Cartridge c d4: batch # a5cc00.